Event description:
It was reported during a hemorrhoidopexy, when the stapler was removed, dr noticed that the device had cut the posterior wall only partially and that it had failed to close the staples. Therefore, hemostastis had to be achieved by suturing. There were no adverse patient consequences.